Event description:
An infusion pump with a failure code 812:02. The facility rep stated that no pt incidents have been reported since the last baxter service event. The info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use. Additional contact info was requested but no additional contact was identified.